Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged the ipg in over six months due to injuries sustained from an accident. As such, the ipg was inoperable. Surgical intervention is planned to address the issue.